Event description:
It was reported the customer was receiving no delivery alarms. The customer stated three out of their four infusion sets gave no delivery alarms. The customer's blood glucose was unknown. The customer also stated the no delivery alarm was resolved with a complete set change. The customer declined to return their reservoir or insulin pump for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).